Event description:
It was reported that patient had an inflatable penile prosthesis (ipp) device that was placed in 2010. The device recently stopped working due to loss of fluid. All components were explanted and replaced. No adverse patient effects. Additional information was received. Location of the fluid loss in unknown. Patient unable to fully inflate device. Issue started a couple of months ago. No adverse patient effects.